Manufacturer narrative:
The device evaluation has not been completed. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the ventricular catheter was found to be broken when the package was opened. According to the report, the product was not used in the patient. The report stated that the physician used another device to complete the surgery. Reportedly, the patient condition is good now.

Manufacturer narrative:
The ventricular catheter was intact, patent and passed leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The peritoneal catheter was returned in two segments. The shorter segment, which included the catheter tip, was about 24 cm. The longer segment was about 76 cm long. Both catheter segments had proteinaceous debris present on their exteriors. The broken ends of the two segments matched. It is unknown how or when the damage occurred. The individual segments were patent and did not leak. The device met requirements for tensile strength and ultimate elongation. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. The returned valve was patent and met the requirements for leak, siphon, reflux, pressure-flow and pre-implantation testing. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.